Manufacturer narrative:
Patient¿s date of birth, sex, and weight were not provided. (B)(4). Approximate age of device ¿ 1 year 7 months. The device was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented with signs and symptoms of thrombus on (B)(6) 2017. The patient had an elevated lactate dehydrogenase, which peaked at 7000 u/l on an unspecified date. The patient also displayed right-sided heart-failure symptoms. The patient was placed on another manufacturer's temporary support device for right heart support prior to the exchange. The patient continued to decompensate and, it was reported that the patient underwent a pump exchange on (B)(6) 2017, for suspected pump thrombus. No additional information was provided.

Manufacturer narrative:
The pump was returned with the driveline severed approximately 14.5 inches from the pump housing and the severed portion of driveline was not returned. The sealed outflow graft and outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the inlet stator revealed a yellowish-red non-laminated deposition situated around the inlet bearing cup and in between the stator blades. A similar deposition was found in the lumen of the inlet elbow. A specific cause and origin for the depositions development could not be conclusively determined. The deposition found in the inlet stator did appear to occlude some of the blood flow pathway. The thrombus formations found in the pump could have contributed to the reported elevated ldh; however, a correlation between the evaluation of the pump and the reported right heart failure could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption compared to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Thrombus, hemolysis and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.